Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had no power. The patient had replaced the battery, and there was no damage or corrosion seen in the battery compartment or battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. Black box data was not available to support the evaluation of the complaint time frame, and the available current data did not show any ¿no power¿ conditions. There was no evidence of moisture in the battery compartment or under the battery cap. Battery cap was able to secure properly onto the pump and the pump powered up to the verifying screen with the appropriate audible and vibratory alerts. Pump was exercised for 24 hours without incidents. Pump casing was opened to investigate and found no evidence of moisture damages within the pump interior and inspection did not find intermittent contact with the battery terminals. Investigation was unable to duplicate the no power complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.